Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s nurse reported via phone call that they were hospitalized due to diabetic ketoacidosis on unknown date with blood glucose level was unknown. Customer stated that insulin pump had to press button harder and few times to respond and received pump error alarm. The insulin pump makes a humming noise when rewinding and rewind slower, battery cap was worn down and back light dim. The insulin pump was not delivering insulin properly, customer went into a diabetic ketoacidosis a couple of months ago due to that. Customer declined to troubleshooting. The device will be returned for analysis.